Event description:
A customer reported a signal loss issue with the adc device. The customer reported that due to this, the low glucose alarm failed to sound and the customer required third-party treatment of cookies and glucose drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh061hkruw has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor was found to be in state 3 (indicating active/paired state). Data file was checked and reported issue was not present. Visual inspection was performed and no issues were observed. The sensor was activated with a known good reader and bluetooth connection was successful. Linearity test was performed. The reader was wrapped in aluminum foil to simulate signal loss and the signal loss message was observed. Indication the alarms are functioning as intended. This issue is not confirmed. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.